Manufacturer narrative:
(B)(4).

Event description:
A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to only the sensor pod being returned. The reported event of a detached cannula could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the cannula detached from the sensor. The sensor was inserted into the arm on (B)(6) 2017. No additional patient or event information is available. No product or data was provided for evaluation. The reported detached cannula could not be confirmed. A root cause could not be determined.